Manufacturer narrative:
MDR 3003442380-2024-02219 - device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 26-mar-2024, the patient reported that patient faced an issue with ten infusion sets cannulas were kinked. The issue was noticed within 3 hours of insertion. The insertion site was abdomen. Therefore, they replaced the blood glucose level was between 100-300 mg/dl at the time of incident. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available. .